Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a highest cgm reading of 401 mg/dl for several hours after dinner despite announcing the meal as usual; the user was using a flex infusion set on the abdomen with a dexcom g7 and performed a site change after verifying no bent cannula or leakage, after which insulin delivery was resumed and glucose began to decline to 389 mg/dl. Symptoms included high blood glucose. Outcomes included no reported medical intervention beyond troubleshooting and no hospitalization. Investigation included user interview, guided infusion set change, and monitoring of subsequent glucose trend. Investigation of this case revealed no device malfunction identified during remote troubleshooting, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.